Event description:
It was reported that this right atrial (ra) lead exhibited a progressive and sustained increase in pacing impedance from approximately 450 ohms at implantation to around 750 ohms over a three-month period, resulting in a loss of capture during both bipolar and unipolar threshold testing despite a high pacing output of 5 volts at 0.4 milliseconds. While a lead fracture was initially suspected and a structural lead abnormality could not be completely excluded due to the gradual nature of the impedance rise, subsequent chest radiograph review confirmed a lead dislodgement which was concluded to be the primary cause of the loss of capture. The patient was hospitalized and a revision was planned. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.